Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification. Analysis also found the lower case and one side bail cover broken and the keyboard pad had cosmetic damage. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator it was noted that there were segments missing on the bottom display. The generator was returned for service. There was no patient involvement.

Event description:
It was reported that during routine testing of the external pulse generator it was noted that there were segments missing on the bottom display. The generator was returned for service. There was no patient involvement.